Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: stage 3 shell and double capsule.

Event description:
Healthcare professional reported "stage 3 shell and double capsule". This record is for the left side. Device has been explanted.